Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to being in safety mode, loss of capture and premature battery depletion (pbd). No additional adverse patient effects were reported.